Event description:
It was reported that during patient use a small volume infusor stopped delivery. There was patient involvement but no patient injury and medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received with approximately 50 ml of fluid in the bladder. No defect was observed during visual inspection. No signs of flow problem were observed from the sample during the functional test. The device was working within specification. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.